Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy pad of the lifevest equipment. The patient used prescribed clotrimazole dexamethasone dipropionate cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy pad of the lifevest equipment. The patient used prescribed clotrimazole dexamethasone dipropionate cream for the skin irritation. Follow up indicated that the skin irritation improved.